Manufacturer narrative:
Follow-up # 1 (02/29/2012)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6), 2012 with the following findings: the test strips have passed all testing with no faults found. The meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 11am. Two to three days prior to the start of the alleged issue, the patient indicated she was experiencing chest pains. At the time of the alleged issue, the patient reported blood glucose readings of "260mg/dl" with the subject meter and "135mg/dl" with another onetouch meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied receiving any form of medical intervention/treatment after the alleged meter issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.